Event description:
Consumer complaint of low blood results. Caller normally is around 85-90 mg/dl. Results in memory were 56 mg/dl and 47 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (47) and the normal result (90) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction use had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Caller normally is around 85-90mg/dl. Results in memory were 56mg/dl and 47mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (47) and the normal result (90) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).